Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a tear was noted on a catheter. The target lesion was unknown. A 135cm 10 preload renegade hi-flo 16 180 cm fathom system was selected for the procedure. During the procedure, it was noted that there was a tear in the proximal end of the catheter and that the yttrium beads were not able to be delivered into the catheter. Another of the same device was used to complete the procedure. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The microcatheter was found stuck inside the 0.038 in cook guiding catheter. The shaft was found to be kinked at 6.3 cm, 69.8 cm and 74.3 cm form the hub. The microcatheter was attempted to be removed from the guiding catheter; however it could not be removed. Rhv was removed and the microcatheter was found to be broken at 87 cm form the hub. The braid was also exposed. The guiding catheter was found to be squashed/flat at 19 cm from the hub. Blood was found on the microcatheter and inside rhv. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade hi-flo microcatheter and guiding catheter, and b) the renegade hiflo microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guiding catheter and microcatheter lumens.¿ ¿the renegade hi flo dfu recommends that the microcatheter be used with a guiding catheter with a minimum internal diameter of 1.1mm (0.042in) and a sheath introducer.¿ (B)(4).

Event description:
It was reported that a tear was noted on a catheter. The target lesion was unknown. A 135cm 10 preload renegade¿ hi-flo¿ 16 180 cm fathom¿ system was selected for the procedure. During the procedure, it was noted that there was a tear in the proximal end of the catheter and that the yttrium beads were not able to be delivered into the catheter. Another of the same device was used to complete the procedure. There were no patient complications reported and the patient's status is fine.